Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patient's ipg was not functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was not functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg would not take a charge. The physician suspected device malfunction.

Event description:
A report was received that the patient's ipg was not functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was no longer pursuing a revision. No further course of action.

Event description:
A report was received that the patient's ipg was not functional. The patient will undergo an ipg replacement procedure.